Manufacturer narrative:
Evaluation summary: all components implanted during original surgery found to be compatible. As returned, the tibial insert has damage on the bottom surface. Visual inspection shows damage at and around extraction slot. The device was implanted for just over one year and looks ideal. There are very limited traces of wear patterns on the inferior surface and none on the condyles so it is not obvious that the articular surface was loose. Without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification. Dimensional analysis performed found no manufacturing anomalies.

Event description:
It was reported that pt was revised as the articulating surface appeared to be loose. Implant was replaced with another implant of the same size.